Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. On march 4, 2019, it was reported that device cradle had bent mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on march 7, 2019 revealed that the pretests could not be preformed due to the bent comb. The screw for the gear cover was not original and needed replaced. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on march 7, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated 3/4/2019. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the comb was replaced. However, it cannot be determined from the information provided what caused the comb to bend. Therefore the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that device cradle had bent mesh. No adverse events were reported as a result of this malfunction.